Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to capture additional information in b5 event description and h6 impact codes.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lv 4675 lead was implanted but no lv target found. The physician then decided to upgrade the device with a new lead. Additionally, the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lv 4675 lead was implanted but no lv target found. The physician then decided to upgrade the device with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lv 4675 lead was implanted but no lv target found. The physician then decided to upgrade the device with a new lead. Additionally, the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.